Manufacturer narrative:
This device not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to high, out of range pacing impedance and fracture. Attempts to obtain out of range measurements have been unsuccessful at this time. A new rv lead was successfully implanted. No additional adverse patient effects were reported. This rv lead is expected to be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to high, out of range pacing impedance and fracture. Attempts to obtain out of range measurements have been unsuccessful at this time. A new rv lead was successfully implanted. No additional adverse patient effects were reported. This rv lead is expected to be returned for analysis. Additional information was received, the rv lead exhibited high, out of range pacing impedance (greater than 2,000 ohms) and noise. During the surgical explant of the rv lead, there were no fractures or breaks visualized. The entire rv lead is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion located 173-183mm from the terminal end. This type of damage is consistent with lead-on-can abrasion. The reported specific clinical observation of noise was likely the result of the lead damage observed by the laboratory.